Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead in segments was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed) and there was apparent explant damage.

Event description:
It was reported that at implant the left ventricular lead impedance was low and the lead was suspected to be fractured. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.